Manufacturer narrative:
Additional information was received that no further course of action at this time.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be repositioned for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be repositioned for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for replacement was because the physician requested a non rechargeable ipg. There was no complaint with charging.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be repositioned for an unknown reason.

Manufacturer narrative:
Additional information was received that patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be repositioned for an unknown reason.